Manufacturer narrative:
.

Event description:
It was reported that during routine follow-up, stored diagnostics information had been cleared due to invalid data. The patient has been receiving radiation therapy. The invalid data points were removed and the device resumed normal functionality.